Manufacturer narrative:
MFR 3003721894-2017-00022 is associated with argus case (B)(4), polident denture adhesive cream. Product complaint final report 20january2017: as the complaints sample was not available a retain sample was sent to the lab for analysis, see results below: description (c-5012_1.1) specification: a reddish pink mass of gums and petrolatum, free of lumps, granular particles or foreign matter result: complies. Ph (420n-010c) specification: 6.5-7.5 result: 6.6. % gantrez (420-4000)1.0 specification: 25.5%-34.5% result: 28.5%. Testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Conclusion: complaint closed.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of intentional misuse in dosing frequency in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number sh9e, expiry date november 2018) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced intentional misuse in dosing frequency (serious criteria hospitalization), underdose, suspected counterfeit product and product complaint. On an unknown date, the outcome of the intentional misuse in dosing frequency, underdose, suspected counterfeit product and product complaint were unknown. It was unknown if the reporter considered the intentional misuse in dosing frequency to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on (B)(6) 2017 consumer reported his wife has used polident denture cleanser for about 10 years and found out the efficacy of the product she purchased recently was not as good as the past. He suspected if it was counterfeit product. On (B)(6) 2017 the wife said the denture could be held firmly for whole day when she used the product in the past. But now, it could fall easily. She used the product once daily in the past. But now, she had to use the product twice daily. She also reported she applied 1 strip only in the past. She said the product became less effective since 2015. On (B)(6) 2017 consumer said his wife has used polident denture adhesive cream for over 10 years. She recently had to use the product twice daily as the product was not able to hold the denture firmly. He would like to know if the product was counterfeit product or if there is any problem in the product to affect it efficacy. Consumer also mentioned his wife was not able to receive our call for 1-2 weeks as she was hospitalized. Follow-up information received on 20 january 2017: upon investigation the complaint was found to be unsubstantiated.

Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture adhesive cream.

Event description:
Inappropriate dosing frequency [intentional misuse in dosing frequency]. Case description: this case was reported by a consumer via call center representative and described the occurrence of intentional misuse in dosing frequency in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch (B)(4), expiry date november 2018) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced intentional misuse in dosing frequency (serious criteria hospitalization), underdose, suspected counterfeit product and product complaint. On an unknown date, the outcome of the intentional misuse in dosing frequency, underdose, suspected counterfeit product and product complaint were unknown. It was unknown if the reporter considered the intentional misuse in dosing frequency to be related to polident denture adhesive cream. Additional information: on 3-jan-2017: consumer reported his wife has used polident denture cleanser for about 10 years and found out the efficacy of the product she purchased recently was not as good as the past. He suspected if it was counterfeit product. On 5-jan-2017: the wife said the denture could be held firmly for whole day when she used the product in the past. But now, it could fall easily. She used the product once daily in the past. But now, she had to use the product twice daily. She also reported she applied 1 strip only in the past. She said the product became less effective since 2015. On 10-jan-2017: consumer said his wife has used polident denture adhesive cream for over 10 years. She recently had to use the product twice daily as the product was not able to hold the denture firmly. He would like to know if the product was counterfeit product or if there is any problem in the product to affect it efficacy. Consumer also mentioned his wife was not able to receive our call for 1-2 weeks as she was hospitalized.